Manufacturer narrative:
(B)(4). With the communication contained within the complaint, it is unknown if there is a device malfunction or a battery malfunction. Battery failures are not typically considered reportable. This is being reported in order to ensure timely reporting. Followup MDR to be submitted when the device evaluation is complete and it becomes conclusive as to what the malfunction is.

Event description:
The customer reported an issue with their device.